Event description:
The customer reported a speaker malfunction inop message on their intellivue multi measurement server (x2). The customer confirmed there was no sound produced from the x2 device when the inop message appeared. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported a speaker malfunction inop message on their intellivue multi measurement server (x2). The customer confirmed there was no sound produced from the x2 device when the inop message appeared. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.